Event description:
No additional information was received by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: d9, h3, and h6. The complaint allegation image blackout was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a shortcut of the charge-coupled device could have caused the image noise/blackout to occur with no image during angulation in the up/down direction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope had an image blackout. The issue was found during reprocessing. No patient involvement.